Event description:
It was reported via repair order that the fowler would drift with weight due to fowler motor clutch malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.